Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up will be filed if the product is received in future.

Event description:
Date of event is unknown. Customer reported leaking of an unspecified solution at the area where smartsite set and tubing are joined. No visible cracks were noted. It was noticed that the bedding got wet near the infant patient. No patient harm occurred. Though requested, no additional information was available.